Event description:
During a pta treatment procedure involving a restenosis lesion in the superficial femoral artery, the hydrophyllic coating of the zipwire ss glidewire sheared off while being used through a seldinger needle. No coating from the wire remained in the patient. The zipwire was removed and replaced with a standard j wire and the case was successfully completed. No patient injuries or complications were reported.